Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has caused or contributed to pt injury previously. Device issue: guide wire tip separation. It was reported that the target lesion was the proximal lad with heavy tortuosity and mild calcification. Another company's guide wire was delivered through the cx and the advance lite was delivered through the lad. The other company's balloon was delivered over the guide wire in the cx for pre-dilation. Next, another company's stent delivery system (sds) was advanced for deployment, but the sds didn't cross at the tortuosity near the lesion; therefore, it was removed. A second attempt was made with the same sds, but it still didn't cross the lesion. An attempt was made to remove this sds, but it became stuck with the guide wire and was not able to be removed. The other company's guide wire and the advance lite seemed to be tangled at this point, and it seems that the sds became stuck at the entanglement. All three devices were removed together as a single unit. When outside of the body the entanglement of the guide wires was confirmed. Also, the advance lite was found to be separated, and the separated part was also found to be tangled with the runthrough. No portion of the separated advance lite guide wire remained in the pt. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Results - product performance engineering was unable to determine a conclusive root cause at the time of this report.